Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
Per raised with minimal info - the surgeon reported via the sales rep that pt had to have revision surgery to remove 4 xia ii screws due to unk leg and back pain. The surgeon further reported that the revision surgery took place on (B)(6) 2010 for removal of the units. The surgeon further reported that the l4 right polyaxial screws lot a83062 the shaft was broken with approximately 35mm left buried in the pedicle. The surgeon further reported that the s1 left polyaxial screw lot a83595 the shaft was broken with approximately 30 mm buried in the vertebral body. Further info has been requested from the sales rep.